Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. Chest x-ray was performed and confirmed that the left bundle branch lead had dislodged. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.